Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets did not work and had no flow when plugged in for use. They have a total of 7 unopened devices on the shelf to be returned. No patient involvement.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Corrected event description to reflect the event happened before the surgery. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that before use for a coronary artery bypass procedure, blower mister with IV sets did not work and had no flow when plugged in for use. They have a total of 7 unopened devices on the shelf to be returned. No patient involvement.